Event description:
It was reported that the patient called and reported that the recharger battery indicator light was flashing, blinking green, and could not charge. Additional information was received from the rep. A recharger reset was performed but did not change anything. The event resolved. Additional information was received from the rep who confirmed the recharger was unresponsive.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.